Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation was unable to conduct because the reported guide wire was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that the tip of the caravel microcatheter was trapped by the calcium of the tortuous lesion. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: contraindications: do not use this microcatheter in advanced calcified lesion; warnings: it is recommended that this microcatheter only be used at a medical institution capable of promptly performing an emergency surgical operation; warnings: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel. Warnings: this microcatheter must always be operated under high-resolution fluoroscopic guidance, and malfunction and adverse effects: withdrawal difficulty.

Event description:
It was reported that an asahi caravel microcatheter was used retrogradely to support an asahi rg3 guide wire to be guided into an antegrade guiding catheter during a pci for a heavily calcified cto in the tortuous rca#2. After the rg3 entered into the guiding catheter, the caravel was trapped by the lesion and could not be withdrawn. An asahi confianza pro 8-20 was delivered to the trapped caravel. As rotational force was applied in one direction to break the calcium and release the microcatheter, the core wire of the guide wire was fractured and elongated. The patient was sent for another hospital, where the guide wire was removed surgically. The physician commented that this event was attributed to the procedure. The patient is currently under observation in the ICU.

Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749.